Event description:
It was reported that during a supply change the user became stuck on the ¿do you see drops¿ screen and could not select ¿yes,¿ only ¿no,¿ and attempts to resolve via the mobile app and by charging were unsuccessful; this was consistent with an unresponsive touchscreen input on the ilet. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem affecting the touchscreen interface that manifested as unresponsive keys or buttons on the device. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.